Event description:
It was reported that the patient presented to the with complaint of chest pain. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. A fluoroscopy was performed, and it was noted that the lead dislodged. The physician attempted to reposition the lead however, the screw would not retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and capturing issue. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix retracted and covered with blood / tissue, and blood on the inner coil. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of a capturing issue was not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. All damages found are consistent with procedural damage.